Event description:
It was reported that this left ventricular lead (lv) was surgically abandoned due to high capture threshold and was not in a ideal spot for lv pacing. Another left ventricular lead was placed. No additional adverse effects were reported.